Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she is experiencing haze, starlight, distance vision is not very good, and is unable to drive. Additional info was received from the consumer who reported a yag laser was performed with no improvement in her vision. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).